Event description:
An electronic report has been received from a hemodialysis user facility. It has been learned that the venous line separated at the twister device when returning this patient's blood. In speaking with the reporter, it was also learned that as a result of this incident, this patient did have a 100 ml loss of blood. The facility did obtain lab work and reportedly, those results were within normal limits. The patient was then discharged to home. The facility did not save any sample.